Event description:
A repeatedly reactive advia centaur xp (B)(6) result was obtained on a pt sample. The pt sample was tested with the advia centaur hbsag confirmatory assay and the result was not confirmed (negative). The customer repeated testing for the pt sample on another date and the results were nonreactive (negative). The customer made an aliquote of the sample, respun, and tested on their other instrument. The results were reactive. It is unk if pt treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant (B)(6) result is unk. The instrument is performing within specifications. No further eval of the device is required.